Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Final analysis found no anomalies and no indication of conductor fractures or internal shorts. All tines were intact and undamaged.

Event description:
It was reported that while patient was still in procedure room during an implantation of two low voltage leads. One lead exhibited high threshold and the other lead was unable to be implanted due to failure to fixate to the cardiac tissue. Both leads were not used, and the procedure was completed with different leads on (B)(6) 2024. The patient was recovering post procedure.